Event description:
It was reported that the patient passed away. The cause of death was unknown. Additional information was not provided/ unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.